Event description:
On february 15, 1994, at 8:10 a.m. Cst, the surgeon noticed that the heated breathing circuit was on fire, immediately "fire" was announced. The crna, while disconnecting and shutting down the anesthesia machine to stop the oxygen flow, announced "fire", everyone out of the room. As the personnel left the room they closed the oxygen value outside of the operating room, pulled the fire alarm pull station, brought fire extinguisher and contacted the hospital operator. The crna quickly extinguished the fire and continued life support via an ambu bag and a oxygen e cylinder, the patient was unharmed from the fire and events that followed. Following the surgery, total left hip, additional procedures were utilized to ensure that the patient did not suffer any smoke inhalation or other injuries as a result of the breathing circuit fire.the manufacture and distributor were notified of the event within the hour. Also, the manufacture was informed that the FDA report would be filed by this facility.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, breathing circuit. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.